Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements (>125 ohms) which was detected by the remote monitoring system. The clinician also noted that there was a noise oversensing episode that was suspected to be due to myopotentials. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that a red alert had been generated for this system due to continued out of range shock impedance measurements. Additionally, the previously reported observation of noise has continued. No oversensing was observed. A boston scientific technical services consultant discussed trouble shooting with this caller. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information from a clinician that this crt-d and rv lead exhibited high out of range shock impedance measurements (.125 ohms) which was detected by the remote monitoring system. The clinical also noted that there was a noise oversensing episode that was suspected to be due to myopotentials. Bsc ts was consulted and discussed troubleshooting options. This crt-d remains in service, no adverse patient effects were reported. It was reported that a red alert had been generated for this system due to continued out of range shock impedance measurements. Additionally, the previously reported observation of noise has continued. No oversensing was observed. A boston scientific technical services consultant discussed trouble shooting with this caller. No adverse patient effects were reported. It was reported that this crt-d was later explanted and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.